Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived on site and evaluated the device. Fse confirmed fiber was broken at the distal end. Fse states, "fiber broken at distal end can indicate it was bent or pulled by the operator." To resolve the issue, fse replaced the fiber and confirmed laser was working within specification. Fse also instructed site on fiber handling precautions to avoid future damage. This is a device malfunction since the damaged fiber caused an accidental radiation occurrence (aro) and therefore reportable.

Event description:
Site reported elite+ was producing more energy than expected. On aug 13, 2025 site relayed to cynosure clinical that when they went to check the handpiece, the handpiece was pointed at the ground and it fired from the back of the handpiece where wire was broken. Although operator's glove was burned, operator did not experience an injury.